Event description:
It was reported that the ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer was made aware.